Event description:
A malfunction on the pump was reported by the caller, which occurred while the user was changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue arises again. The customer acknowledged and understood the guidance provided.